Event description:
Suture breakage posto op. Physician reports that pt expereinced an "unforced dehiscence approx one month following surgery for an aortic aneurysm. A re-operative procedure was performed to repair the dehiscence.